Event description:
The hcp reported the pt presented with "pump exposed in pocket owing to pressure from pt's posture and how they lie down." The hcp began weaning the intrathecal baclofen in anticipation of the anticipated pump explant. Less than 24 hours after the pump was shut off, the pt was admitted to the emergency room with itb withdrawal symptoms. These included a fever of 100 - 101 degrees, hyperspasticity, rigidity, and itching with a serum potassium of 5.0. The hcp treated the pt with a 25mcg bolus of baclofen with nearly immediate benefits. Symptoms recurred some hours later, and another 25mcg bolus was successful. The hcp also increased the pt's oral baclofen to 160mg/day in divided doses. He also put pt on antibiotics due to the delay in removing the pump. A follow up report will be sent when additional info is received.

Event description:
Add'l info from the hcp reports a culture of the device pocket erosion area was done. The results were not reported. The intrathecal drugs the pt was receiving were compounded baclofen and morphine. The infection and the drug withdrawal symptoms were reported to have resolved.